Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon burst occurred. The 85% stenosed target lesion was located in the severely calcified right coronary artery (rca). The eccentric lesion was 3.5mm in diameter and 28mm long. The maverick2 12 / 2.0 balloon was use to pre-dilate the proximal and mid right coronary artery (rca). The balloon burst at 10 atmospheres. Rotablation was carried out using rota burr 1.5 to resolve the problems with the calcified lesion. The physician then deployed a 2.5x32 taxus stent and post dilate with a 2.5x15 quantum balloon. No patient injuries or complications were noted during the procedure. Patient's condition is listed as "stable".